Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: evaluation revealed a crack in the battery compartment. It was observed that the top of the battery cap was damaged, but did secure properly to a test pump during the investigation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. The battery cap was found to be damaged on the top of the cap. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/12/2013.